Manufacturer narrative:
Sample was not available for testing by customer product line support (cpls). Per customer, qc was recovering within established ranges. At the time of event, service was not dispatched. The customer was not questioning instrument performance. Although a patient source interferent is considered the likely root cause, no clear root cause for this event has been determined to date.

Event description:
A customer reported to beckman coulter inc., (bci) representative that a patient thyroid-stimulating hormone (tsh) result generated on unicel dxi 800 access immunoassay system was elevated, recovering above the normal reference range. The tsh result was reported out of the lab and was questioned by the physician as not matching the patient's clinical presentation. Another tsh result, obtained by a different methodology, was in the normal reference range. Corrected report was issued. Per customer, the patient was treated with synthroid.